Manufacturer narrative:
The flow sensors were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the spirometry values were not as expected. There was no reported patient injury.